Event description:
An over-delivery of the primary solution and a non-delivery of the secondary solution due to operator error in programming the device. The intended pump parameters were 1000ml of an unspecified hydration solution to infuse at a rate of 20ml/hr on the primary line and an unspecified volume of levaquin to infuse at 100ml/hr on the secondary line. Reportedly, the levaquin was hung by a nursing student and her instructor. One hour after the levaquin was hung, the nurse noted that the pump was infusing at 100ml/hr on the primary line instead of the intended 20ml/hr, and that the secondary solution had not been delivered. The pump parameters for the secondary line at the time of the event were not provided. The dr was notified. The pt did not experience any adverse effect. The nursing instructor indicated that human error in programming of the pump occurred. Though requested, there was no further info available.